Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their receiver displayed gaps on the trend graph on (B)(6) 2016. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and gaps on the trend graph were observed. The reported event of gaps on the trend graph was confirmed during log review. A root cause could not be determined.